Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml morphine at 0.1398 mg/day via an implantable pump for spinal pain. It was reported that a flipped pump was confirmed. The hcp was not able to do a refill, but it was unknown as to how a flipped pump was confirmed. By the time the hcp did the revision, the pump was flipped back over again. The hcp then put a new pouch on the pump and secured it again. A refill was done in the operating room and the volumes matched. Additionally, the patient did not have any therapy issues, so no catheter occlusion was suspected. No troubleshooting was known to be performed aside from the revision. The cause of the pump flip was unknown. It was noted the patient was a potential twiddler. The surgeon put down "a lot" of suturing to help make sure the event didn't happen again. No other symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.